Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (647 mg/dl). Reportedly, the cause for elevated bg was due to a bent cannula. Customer was treated with an insulin drip while in the ER. At the time of the report with tandem technical support (cts), the customer had not been released from the ER. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received. The cause of the reported issue was due to the infusion set, however, cts was unable to obtain the infusion set brand.